Manufacturer narrative:
Device manufactured between december 18, 2020 to december 20, 2020. Two (2) devices were received for evaluation. Visual inspection along with magnification did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles were observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.